Event description:
User experienced discrepant creatinine results since october 2007 for approx 50 pts samples. Only the following examples were provided: 2007, initial result, 1.8mg/dl, repeat 1.2 mg/dl. Twelve days later, initial result 3.1 mg/dl, repeat 1.2 mg/dl. In 2008, initial result 3.2 mg/dl, repeat 1.3 mg/dl. Three days later, initial result, 2.4 mg/dl, repeat 0.7 mg/dl. No adverse events reported in associated with the discrepant results. The field service rep was unable to determined a root cause. The technical service rep installed a special wash cycle on the analyzer.